Event description:
The customer reported that the central nurse's station (cns) froze for about 2-4 minutes and then rebooted itself. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) froze for about 2-4 minutes and then rebooted itself. The customer provided the logs from the cns for review as they want to know why this happened. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) froze for about 2-4 minutes and then rebooted itself. There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the central nurse's station (cns) froze for about 2-4 minutes and then rebooted itself. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) froze for about 2-4 minutes and then rebooted itself. The customer provided the logs from the cns for review as they want to know why this happened. There was no patient injury reported. Investigation summary: after extensive troubleshooting the issue was reported as being resolved at the facility. Our nihon kohden (nk) technical support (ts) technician informed the customer to contact their bme (biomedical engineer) to check out the cns anyway. After the facility followed up with their bme and onsite troubleshooting was performed, it was confirmed the software was updated to version 02-23, which addressed the issue. Once the issue was resolved no further issues were reported. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6: attempt # 1: 11/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/17/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6: attempt # 1: 11/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/17/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7: attempt # 1: 11/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/17/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10: attempt # 1: 11/14/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 11/17/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 11/21/2023 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # (B)(4). Follow up 001.